Event description:
A user facility reported a pt complained of a sore throat following the use of an lma which was inappropriately cleaned in amerse. The pt was seen by an ent specialist, who diagnosed a traumatic injury rather than chemical burn to the posterior pharynx. The pt was treated with lidocaine spray and the symptoms resolved. The lma labeling warns against the use of phenol cleaners and states a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned mask has been used. The facility has destroyed all the lmas exposed to the phenol based cleaner (amerse).